Event description:
The customer reported, the system displayed poor image quality. The images were light. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The iris 1 does at 180r/hr, 2 at .300, adjusted to .108 and .210 in mag 1 & 2. The system was then found to be working as intended.